Event description:
Olympus medical system corp (omsc) was informed that during endobronchial ultrasound transbronchial aspiration (ebus), the sheath was kinked towards the end about 45 minutes into a procedure. The kink was so severe that it caused a split, which needle could potentially protrude through. The doctor completed the procedure with a similar device. Omsc was informed that the doctor was not concerned that pt safety could be compromised, but the needle might cause damage to the endoscope.

Manufacturer narrative:
Omsc have not received the subject products for eval yet. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.